Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/28/2011. An actual sample was received for evaluation. A visual inspection of the sample revealed a hole in the tubing. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a clearlink solution set with duo vent spike in which leaking of unspecified drug was detected from a hole when another nurse was hanging the set. According to the report, the nurse "force loaded" the set into an unknown pump and suspects this is the cause of the leak. The condition occurred during set-up before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.